Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a vibratory alert and presented in clinic. Upon device interrogation, the implantable cardioverter defibrillator exhibited backup vvi operations. Device download was performed, restoring the device to normal function. The patient was stable throughout the event.